Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6)2022. On (B)(6) 2022, the cgm was reading 112 mg/dl and the patient had wobbly legs. She sat down and thought she was okay, but when she tried again, she was struggling to walk. Her bg was 28 mg/dl. She was given three sugar packets (dextro energy). This resolved the issue and the symptoms were alleviated. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Initial reporter email address: (B)(6). Diabetes mellitus is a known cause of hypoglycemia.